Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during set up for an acl reconstruction, the quantum controller made a sound and displayed a ¿f4, hardware failure" message. A back-up device was available and a surgical delay greater than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). D9, h3 and h6 updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that the patient was not anesthetized, therefore there is no risk caused by the reported delay. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.